Event description:
It was reported by dealer that both forks are stuck in the sleeve of the 9xdt wheel chair, he is stating that he can see rust. End user is very active user outside, and is in a lot of rain and snow.